Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8074 pta balloon dilatation catheter allegedly experienced material deformation and retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a 60 year old male; weight was not provided.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the identified catheter and balloon detachment; however, the investigation is inconclusive for the reported balloon deformation and retraction issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8074 pta balloon dilatation catheter allegedly experienced material deformation and retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old male; weight was not provided.